Event description:
The user facility reported to terumo cardiovascular systems that during the first minute of cardiopulmonary bypass surgery (cpb), the arteria blood flow rate dropped to a maximum level of 1.5 1/min. Troubleshooting commenced with change out of centrifugal drive motor, centrifugal pump head, and aortic cannula. The fx 15 oxygenator was then replaced with a fx 25 and arterial flow rate was then able to be provided at adequate levels (4.5-5 1/min) for the remainder of the procedure. The surgical procedure was delayed by 20 minutes and there was a loss of 300 ml of blood due to component changes. The CABG procedure was completed and the pt was weaned from cpb with the help of inotropic support. The pt was awake and alert the next day and was extubated the 3rd day post-op. The pt appears to have intact cardiac, neurologic, and renal function. The pt suffered a myocardial infarction in the operation room prior to cpb and this increased the risk of a poor outcome. The surgery was completed successfully and there was no harm to pt.

Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has not been completed. Terumo will be submitting a follow-up report when more info becomes available. (B)(4).